Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 215 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had discomfort due to the location of the pump pocket as the patient was confined to a wheelchair. The pump location was moved for the patient¿s comfort. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.